Event description:
A malfunction on the pump was reported by the caller, with the malfunction code being malf 3. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy and was informed that a replacement pump would be sent, which included updated software and training via their tandem source account. The customer received instructions on storage mode and was asked to return the problematic pump using a pre-paid label within 10 days.